Manufacturer narrative:
(B)(4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device eval, the event was found to be due to a malfunction other than a balloon rupture.

Event description:
It was reported that the event involved a male pt, while in the cardiac intensive care unit during use. On (B)(6) 2014, approximately 2.5 days prior to the event, the doctor inserted an intro-aortic balloon (iab) through the arrow teflon sheath via right femoral artery without issue. Blood was observed in the driveline. As a result, the intra-aortic balloon pump (iap-0500) was stopped immediately and the iab was removed from the pt. There was not another attempt at the procedure. Pump strips were generated, but are not available for review. An x-ray was performed after the treatment was stopped. The doctor stated there was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an indefinite delay or interruption in therapy with no harm to the pt. The pt outcome is good. Add'l info received from the sales rep stated they did not insert another iab into the pt because the pt was doing good and no longer needed the iabp therapy. The iab was removed with 15 mns. Blood did not get into the iabp.